Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that had to be removed through an enlarged incision during the initial procedure due to the bag/capsule that ruptured/tore while turning the lens. Surgery was completed with a new lens.

Manufacturer narrative:
Product evaluation: the lens was not returned. The cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed in a handpiece. No damage observed.the product investigation could not identify a root cause. The report stated the event occurred as the lens was being rotated. (B)(4).